Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the tip was bent. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The linear probe was returned to the manufacturer for analysis. Analysis found there was physical damage to the probe. The issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a probe instrument being used with a navigation system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the tip was bent. The product was scheduled to be replaced with a new one for maintenance. There was no delay to the procedure. There was no reported impact on patient outcome.